Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead is no longer working in bipolar setting, potentially increasing the risk of over-sensing and noise. At this time the rv lead remains implanted. No adverse patient effects were reported.